Manufacturer narrative:
UDI for rmt261412 gore® excluder® trunk-ipsilateral leg component: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.

Event description:
The following was reported to gore: on (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow-up imaging (cta) revealed a maximum aneurysm diameter of 49 mm. On (B)(6) 2015, follow-up imaging (cta) showed a maximum aneurysm diameter of 49 mm and a type ii endoleak. On (B)(6) 2015, follow-up imaging (cta) identified a maximum aneurysm diameter of 55 mm. On (B)(6) 2016, follow-up imaging (cta) revealed a maximum aneurysm diameter of 58 mm. On (B)(6) 2017, and because the vessel feeding the aneurysm sac could not be exactly identified, the sac was prophylactically embolized to prevent further aneurysm growth. On (B)(6) 2017, follow-up imaging (cta) revealed a maximum aneurysm diameter of 57 (mm).